Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she was experiencing communication difficulties with her vns therapy programming system. Through troubleshooting the serial data cable was identified to be at issue, and was subsequently replaced and returned to MFR for product analysis. During analysis the reported complaint that the serial data cable was defective was reproduced during testing. The cause for the cable not being able to communicate was associated with a broken solder connection on pin 1 of the rs-232 transcelver. The root cause for the broken solder connection is most likely associated with a cold solder joint.